Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2026 a patient in sweden underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). After the tubing placement, the patient experienced a stoma site infection which prolonged hospitalization and was initially treated with intravenous antibiotics then oral t heracillin 1 gram x 3 pcs/day. On (B)(6) 2026, the patient was discharged from the hospital. During a nurse visit, the stoma site was noted to be nice and dry.